Event description:
It was reported that during a hand assisted right colon procedure, the device tore at the beginning of the procedure during initial insertion. New device opened to perform the procedure. There was no pt consequences.